Event description:
It was reported that the pt's wife called on behalf of husband. Husband has had lots of pain in the last six months. There is a cyst on hip flexor and cobalt level is 5.1.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.